Manufacturer narrative:
Trackwise ID#: (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vessel harvesting procedure, t.w. Power supply was no longer working. A new device was used to perform the procedure. There was no delay. There was no patient involvement.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that t.w. Power supply was no longer working. There was no patient harm.

Manufacturer narrative:
Trackwise ID#: (B)(4). Updated sections: b-4, g-3, g-6, h-2, h-6, h-11. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.